Event description:
Additional information was received and it was reported that the patient had ¿returned to normal¿ following the explant.

Event description:
It was reported that the patient was having a groggy feeling so the pump was decreased. The patient was still groggy so the pump was stopped and the grogginess went away. The pump was turned back on to minimum rate and the grogginess came back and the patient also had face numbness so the pump was stopped. They had gone back and forth from stopped pump and minimum rate mode and at one point had stopped the pump for 167 hours and the tube set alarm was noted. The pump was currently in stopped pump mode. The patient was having the pump explanted on the date of this report and it was not being replaced. The patient was concerned the pump was not working properly. The pump was implanted on (B)(6) 2013 with morphine 1.001 mg/day and bupivacaine 0.500 mg/day. The first change was made on (B)(6) 2013 at 11:41. The drug was removed and sent to the pharmacy to confirm ¿it was them education that was ordered.¿ there had been no refills. This device system delivered morphine and bupivacaine. It was further reported that the pump was explanted as the patient felt groggy as if were given too much medication. The mode was changed from simple continuous to minimum rate, then back again, while monitoring the patient¿s symptoms. The patient became uncomfortable with the pump and wanted it explanted. At the time of explant, the expected a residual volume was 39.2 ml and the physician removed just over 39 ml. The physician sent 20 ml to the pharmacy for analysis and replaced the remaining 19 ml into the pump. The issue was reported as unresolved and the cause not determined. At the time of the event the patient was reported as alive, no injury. Further, the programming was not updated on the pump and it would still say 39.2 ml was in the pump.

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. Analysis of the catheter revealed the sutureless connector had a tear in the seal near the guide ring.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
The previously reported device codes are not applicable to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.